Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Further information received in the complaint states that the patient cassette was replaced during ongoing case due to problems to ventilate the patient. The patient was disconnected from the anesthesia workstation and ventilated manually during the time a system check out (sco) was performed with the new patient cassette. The sco was successful and the patient was reconnected to the anesthesia workstation. After the replacement and the sco, the surgery continued without further issues. The anesthesia workstation was investigated by our company field service engineer (fse). The device logs were collected. The replaced patient cassette was tested in another anesthesia workstation located in the company representative's laboratory and passed all tests. No issues could be reproduced. The patient cassette was returned for further tests. The returned patient cassette was investigated in our laboratory environment without being able to reproduce any fault. The device logs have been evaluated and show that a successful system check out (sco) was performed prior to the event. The logs show further that there were clinical alarms generated, indicating an obstruction somewhere in the breathing system but the location is unknown. There were some irregularities in pressures and volumes at some occasions during the case. We have not been able to determine the cause of the experienced event.

Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the staff was unable to ventilate the patient properly. The patient had to be disconnected from the anesthesia workstation and ventilated manually, using a resuscitator. There was no patient harm reported. (B)(4).